Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). The healthcare provider stated that all resistances were greater than 4000ohms. Battery was low. Explant of the generator and lead is planned to (B)(6) 2020. The cause of the depletion may have been high amplitude usage in setting of malfunction of lead to get desire sensation per doctor. The cause of the lead broke was not determined. There was no really mechanical trauma. The device will be removed and set to pathology. If any additional information doctor could be called or emailed.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va1elu9, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 08-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's doctor told her the ins is dead and the electrode was broken. The patient said she found out in january or early february that the ins was dead and the electrode was broken. Patient services asked if the device died due to normal battery depletion, but the patient didn't know. She said that she was told it would last 5 years and that it had lasted 3 years. The patient said she has a 'possible sensation' on the left side that comes and goes. She said the feeling probably started a few weeks ago, but it was 'getting more often.' The ins is on the right side and she wanted to know if it was related. The patient said she was to get the device replaced in april, but now it had been postponed until june, because of the corona virus. The patient was redirected to follow up with their healthcare provider to see if the sensation was related to the ins. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1elu9, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep replied that they did not have any information on the patient as the patient had been seen by the health care physician (hcp) and their staff.